Event description:
Customer stated that their meter was reading wrong. They received a reading of 325mg/dl, retested and received a result of 159mg/dl. A review of the system was conducted over the phone. The customer did not have all of the supplies needed to complete the evaluation. The necessary supplies were sent to the customer. The customer was instructed to call when they received the testing supplies so that they might complete testing of the meter. The customer was invited to call 24/7 with questions/concerns.